Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), aeroembolism developed following the insertion of a pigtail catheter into the introducer sheath. This was confirmed via fluoroscopy . Troubleshooting was performed and medical intervention was required. The leadless ipg was implanted successfully. No further patient complications have been reported as a result of this event.